Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was alarming no disposable; pump won¿t run. Troubleshooting was performed and the pump alarm returned upon start up. No additional information is available beyond what is given. Event occurred while in use with patient and no patient harm/adverse event reported.

Manufacturer narrative:
Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.